Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The same day as event onset, the patient was hospitalized and treated with meropenem injection (1g, once daily, intraperitoneal, ongoing) and vancomycin injection (1g, after 72 hours, intraperitoneal, ongoing) for peritonitis. Four days after event onset, the patient was treated with amikacin injection (250mg, 48 hrs., intraperitoneal, ongoing) for peritonitis. Five days after hospital admission, the patient was discharged. On an unknown date, the patient recovered from peritonitis. Pd therapy was ongoing. It was reported retraining for proper aseptic technique was pending to be given to the caretaker. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.